Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: a, b, e, f. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 57 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, and decreased range of motion; personal injuries, severe pain and suffering, mental anguish, emotional distress, fear, lof of enjoyment of life, medical expenses, and financial losses; costo of medical care, rehabilitation. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices: 5823450 02-020-11-0230 - truliant ps cem fem ps cem left sz 3; 6002815 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t; 6204636 200-02-35 - three peg patella 35mm; 6263167 02-012-60-1425 - tru stem ext 14mm x 25mm; 6289485 201-78-15 - holding pin mini sharp point 4 pk. The product associated with the reported event is within the scope of recall z0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.